Event description:
It was repored that the surgeon inserted a cc4204bf collamer plate lens and the lens tore the posterior capsule. The incision was enlarged to remove the lens and an anterior virectomy was performed. An anterior chamber lens was implanted and sutures were required to close the wound. The pt is doing well.